Event description:
A customer reported that in an ophthalmic system vitrector did not cut. Procedure details and patient impact is unknown. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6)